Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. Field service engineer (fse) performed extended self test (est), pressure relief valve test to confirm issue. Replacement of o2 regulator and o2 valve. The ventilator is back in service. The oxygen regulator assembly was return for analysis. An investigation was performed and test results were out of specification and the reported complaint of oxygen leaking was duplicated. The oxygen valve assembly passed all test, no faults are found on this returned oxygen valve assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that there was an internal o2 leak. No patient harm reported.